Manufacturer narrative:
Concomitant medical products: merit drainage depot ref: mdd600 and cook 180cm 0.035 amplatz wire. PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a ultrathane mac-loc locking loop multipurpose drainage catheter was used for urine drainage in the ureter and found to be leaking around the hub approximately 36-hours after placement. The device was removed and replaced with a like device successfully. As reported, the patient did not experience any adverse effects due to this occurrence.

Event description:
No new event description information to report at this time.

Manufacturer narrative:
H6 ¿ results code: (4210) leakage/seal. Investigation - evaluation: a review of the documentation, drawing, instructions for use(IFU), manufacturing instructions, quality control, specifications, as well as a functional test, visual inspection and dimensional verification were conducted during the investigation. One partial mac-loc catheter in used condition was returned. The returned device was separated. The separation appeared to be a cut, likely incurred by the device's removal. No other surface damage was noted. The catheter tubing appeared to be out of round and oval shaped, but due to apparent damage, it cannot be determined if the device was manufactured out of specification. Verification of various device dimensions found that all were within cook¿s manufacturing specifications. A leak test performed confirmed the presence of a leak between the tubing and the connector cap. Upon a twist test, the catheter tubing could be rotated, indicating it was not properly attached within the cap. Removal of the cap revealed that the suture was severely wound in the threads with a slightly lopsided flare. Due to compression of the flare within the cap and the potential damage upon removal, it cannot be determined if the flare was manufactured out of specification. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Since lot information is unknown, a search of additional nonconforming events and previous complaints could not be performed. Based on the information provided, the examination of the returned product, and the results of our investigation, possible root causes attributed to this failure mode include the presence of the suture in the threads of the cap/adapter assembly causing interference with the seal during "torquing", an inconsistent flaring process and the silicone insert being punctured from improper threading technique although this could not be confirmed. We have notified the appropriate personnel. Per the quality engineering risk assessment no further action is required. Appropriate measures have been taken to address this failure mode. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.